Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, the data presented in the article reports that a patient underwent a revision 23 months after the index procedure. Per the article, "the failure was due to a periprosthetic joint infection probably as a result of a massive soft tissue defect to the anterior leg from an acute traumatic event." Therefore, as reported in the article, the root cause of the infection and subsequent revision, is due to an acute traumatic event. The patient outcome beyond that which is documented in the article cannot be confirmed. No further clinical assessment or interpretation of the attached x-ray(s) is required. At that time the medical investigation will be re-opened and the investigation will proceed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that in a clinical observation of "guided-motion hinged knee replacement prosthesis: early survival rate and postoperative patient function and satisfaction" it was documented on the paper legion hk hinge knee replacement prosthesis (smith & nephew) was implanted to 38 patients. Revision surgery was performed for one of these patient due to a periprosthetic joint infection 23 months after surgery, probably as a result of a massive soft tissue defect to the anterior leg from an acute traumatic event.